Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B) (6) 2009; inratio: 5.8; lab: 3.5. Patient's range is 2.0-3.0. Fingerstick and venous draw were within an hour; sample was easy to obtain no excessive milking.

Manufacturer narrative:
Investigation: discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B) (6) 2009; inratio: 5.8; lab: 3.5; mean: 4.65; confidence limits: 2.6-6.9. Per event details, lab draw and fingerstick were done within an hour. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Meter and strips were returned to biosite for testing. Investigation requirements: donor 1: test date: (B) (6) 2009, donor 2: test date: (B) (6) 2009. Returned meter: (B) (4). In-house meter: (B) (4) & (B) (4). Type of test: accuracy. Retained strip: strip lot: 214549; strip code: lb66v; quantity: 2. Returned strip: strip lot: 214549; strip code: lb66v; quantity: 4. Comparative system: sysmex 560. Type of donors: therapeutic. Functional test: yes. Visual inspection: yes. Investigation results: the allowable difference between the inratio inr's and sysmex inr's are calculated. At least two out of three replicates for both samples for strip lot 214549 are within the allowable bias. No discrepant results were established on returned and in-house meters. These meet the above criteria, and then no further action is required. Summary: mean calculation from comparison test data provided by end-user revealed both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Returned meter and strips were tested. Meter was found with external power failure and strip sensor test failed. It indicated circuit malfunctioned. Accuracy tests were performed and criteria met. Replacement was sent. Further test is not required at this time. As of 10/27/2009, 4 discrepant results complaint was reported for lot #214549 yielding a complaint rate of 0.003%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. On going trending shall be performed to determine if further action is warranted. No corrective action required at this time as no product deficiency was established.